Manufacturer narrative:
During evaluation the device turned off unexpectedly when tested in battery mode. The cause was identified to be dried liquid substance on the back flex battery contact pin due to fluid intrusion as a result of poor cleaning practice. The back flex battery contact pin will be cleaned to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device turned off unexpectedly when tested in battery mode. No additional information is available.